Manufacturer narrative:
E1: patients country: australia patient's city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced a crimped cannula event leading to high blood glucose level. The site location was patient's tummy and the set was used for one day. No further information was available.